Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Although a conclusive cause of the issue cannot be determined, the received information indicates the physician placed the sutures in the ½ inner part of the sewing cuff. Per the open pivot instruction of use (IFU), for implanting the ap series heart valve: ¿deep needle placement will contact the strengthening band inside the sewing cuff, impeding the smooth placement of sutures. Sutures should be placed in the outer 1/3 of the cuff." (B)(4).

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the sewing ring indicated a broken stitch in the sewing cuff flange. All other stitching and back-stitching met specifications. No as-manufactured surface finish anomalies were identified. The investigation is ongoing. A supplemental report will be filed upon completion of the investigation.

Event description:
Medtronic received information that during the implant of this aortic mechanical valve, the suture ring broke while the device was being sutured to the annulus. It was reported that the physician felt ¿something strange¿ when placing the third suture. When the sixth suture was placed, it was decided to remove the valve. A different mechanical valve was successfully implanted. No adverse patient effects were reported. The device will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.